Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well post-operatively. The physician did not suspect device malfunction. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient suffers from chronic back pain and left foot pain. The patient will undergo a revision procedure.

Manufacturer narrative:
Other # field is populated with the di number.

Event description:
A report was received that the patient suffers from chronic back pain and left foot pain. The patient will undergo a revision procedure.